Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Device was sterilized in accordance with FDA regulations and iso standards. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00811400210, femoral stem 12/14 neck taper ext. Offset size 2 130 mm stem length, 63273814 ar-103254, exc abt cmtd arc fl cup 32x54, 2502001. Report source, foreign ¿ events occurred in the (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06606.

Event description:
It was reported that the patient received a revision procedure eight months post implantation due to infection. Attempts to obtain additional information have been made; however, no more is available. No additional patient consequences were reported.